Event description:
Plaintiff reports initial implantation of the right implant 10/8/80 with explant 2/19/91. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.